Manufacturer narrative:
A ge service representative performed an on site investigation. The camera and beam were aligned and the collimator centered during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurence.

Event description:
The customer reported that the 9800 system had a physicist discrepancy of the field exceeds the 4% source to image distance. No pt injury was reported.